Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post right atrial (ra) lead revision, the patient experienced nerve and diaphragmatic stimulation. It was also reported that the ra lead exhibited elevated thresholds, varied p waves and had possibly dislodged. Chest x-ray was performed. The slack was pulled out of the lead and the lead remains in use. No patient complications have been reported as a result of this event.